Event description:
It was reported that the patient presented in the emergency room due to a minor arrythmia. It was noted that the arrhythmia was a result of loss of capture on the right ventricular (rv) lead. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.